Event description:
It was reported that a tandem mobi cartridge alarm occurred during the load process. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer had previously reported similar alarms and was advised by technical support to put the pump into storage mode before returning it. A replacement pump was sent, and the customer was instructed to use the return box and pre-paid label to send back the problematic pump within 10 days.